Event description:
It was reported, the video system center only displays the color bars when scopes are connected. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned, and device evaluation was based on complaint information obtained. Based on the results of the investigation: phenomenon 1: color bar display was not reproduced, and the root cause could not be identified; phenomenon 2: it was confirmed that the cause was the faulty lock release lever, and the image disappeared when the connector was wiggled. Olympus will continue to monitor field performance for this device.